Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now and power system error detected. Customer's blood glucose level was unknown at the time of the incident. Troubleshooting for replace battery now was declined. It was reported that the customer was provided guidelines on how to resolve the issue but there was no indication that the alarm was resolved during the call as the customer accepted a replacement offer. The insulin pump will be returned for analysis.